Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cracked tooth in half [tooth fracture]. Pain tooth [toothache]. Bristle flew off, entire piece that the bristles are on came off while it was spinning - oral-b [device breakage]. Case narrative: a spontaneous report was received via phone on 19-oct-2023 from a 65-year-old female consumer stating that the entire piece that the bristles were on flew/came off of the oral-b power oral care refills when it was spinning while brushing her teeth. It cracked her tooth in half (beginning on an unspecified date) and caused tooth pain (beginning on (B)(6) 2023). She saw a dentist at an in-person visit or phone/video call (outside of the urgent/emergent/hospital setting). She began using the device on an unspecified date and continued use of the device was not specified. Additional device usage information was not provided. The adverse event outcomes were: tooth fracture - unknown; tooth pain - improved. Treatment details: tylenol. Relevant history: none reported. Exact device used previously: yes with unknown toleration. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was improved. No further information was provided. On 29-oct-2023 follow up via picture: the suspect product was oral-b power oral care refills floss action eb25. The adverse event outcomes remained the same. The case outcome remained improved. No further information was provided.

Event description:
Cracked (front) tooth in half/front tooth shattered...broken tooth [tooth fracture] pain tooth [toothache] (dental) cap...shattered [complication associated with device] bristle flew off...entire piece that the bristles are on came off while it was spinning/toothbrush head dislodge - oral-b [device breakage] case narrative: a spontaneous report was received via phone on (B)(6) 2023 from a (B)(6) year-old female consumer stating that the entire piece that the bristles were on flew/came off of the oral-b power oral care refills when it was spinning while brushing her teeth. It cracked her tooth in half (beginning on an unspecified date) and caused tooth pain (beginning on (B)(6) 2023). She saw a dentist at an in-person visit or phone/video call (outside of the urgent/emergent/hospital setting). She began using the device on an unspecified date and continued use of the device was not specified. Additional device usage information was not provided. The adverse event outcomes were: tooth fracture - unknown; tooth pain - improved. Treatment details: tylenol. Relevant history: none reported. Exact device used previously: yes with unknown toleration. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was improved. No further information was provided. (B)(6) 2023 follow up via picture: the suspect product was oral-b power oral care refills floss action eb25. The adverse event outcomes remained the same. The case outcome remained improved. No further information was provided. (B)(6) 2023 follow up via consumer questionnaire: the consumer was a (B)(6) -year-old female (height: 157.4 centimeters, weight: 56.7 kilograms). She reported that she went to the dentist on (B)(6) 2023 for temporary bonding on the broken tooth ((B)(6) 2023) and they recommended a completely new tooth and (dental) cap, as they were both shattered (on (B)(6) 2023) from the toothbrush bristle detaching in her mouth. At the time of this report, she had not got that procedure because it would cost several thousand dollars. She used the device for 2-3 months (beginning in 2023) before the problem occurred and stopped using the device in 2023. She used the device for 1-2 minutes, twice per day. The adverse event outcomes were: tooth fracture and (dental) cap shattered - not recovered/not resolved; tooth pain - remained improved. Relevant history: she had not experienced this problem/similar problems in the past. She was completely healthy and had no allergies. Exact device used previously: yes with toleration. The case outcome remained improved. No further information was provided. (B)(6) 2024 follow up via consumer's letter and medical bills: the consumer reported that she provided invoices for both the preliminary emergency quick fix and the permanent complete veneer change. She also enclosed a print out of her (dental) x-ray, which showed that her top tooth was cracked. She used extra strength over-the-counter pain medications and did not require any prescriptions. She provided a treatment plan that included charges for a "porcelain/base crown/emergency replacement." She also provided a statement of account from her dentist office that included charges for intraoral periapical images, bitewing four images, and "anterior resin composite 1s th: 11(f)." The adverse event outcomes remained the same. The case outcome remained improved. No further information was provided. (B)(6) 2024 device investigation results: the device investigation result for oral-b power oral care refills floss action eb25 was: other (cause of failure: effect of force lead to loosened filaments. Based on investigation results, a manufacturing or design issue can be excluded. The conclusion code 'other' was chosen as it covers multiple conclusion codes: 'no manufacturing cause' and 'no design issue' identified based on investigation). The adverse event outcomes remained the same. The case outcome remained improved. No further information was provided. (B)(6) 2024 case update from information initially received on (B)(6) 2023: the suspect product lot was m212. The adverse event outcomes remained the same. The case outcome remained improved. No further information was provided.

Manufacturer narrative:
(B)(6) 2024 product investigation result: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Cracked tooth in half [tooth fracture]. Pain tooth [toothache]. Bristle flew off...entire piece that the bristles are on came off while it was spinning - oral-b [device breakage]. Case narrative: a spontaneous report was received via phone on 19-oct-2023 from a 65-year-old female consumer stating that the entire piece that the bristles were on flew/came off of the oral-b power oral care refills when it was spinning while brushing her teeth. It cracked her tooth in half (beginning on an unspecified date) and caused tooth pain (B)(6) 2023. She saw a dentist at an in-person visit or phone/video call (outside of the urgent/emergent/hospital setting). She began using the device on an unspecified date and continued use of the device was not specified. Additional device usage information was not provided. The adverse event outcomes were: tooth fracture - unknown; tooth pain - improved. Treatment details: tylenol. Relevant history: none reported. Exact device used previously: yes with unknown toleration. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. The case outcome was improved. No further information was provided.